Event description:
Per dr. (B)(6), ¿there was unfortunately what I think is classified as a device failure not of the treo device, but of the icast balloon used for the left renal. It advanced very easily into the renal artery, but when insufflation was attempted, the balloon clearly had extravasation in the distal aspect suggestive of a puncture hole in it. Fortunately, I was able to salvage it and get the stent to appropriate size with no impact to the patient or additional stents.¿

Manufacturer narrative:
Upon completion of the investigation a follow-up will be submitted.

Manufacturer narrative:
Additional information: b7, h6. Corrected field: f10, f12- blank. The customer reported that an icast balloon used for the left renal was advanced very easily into the renal artery, but when insufflation was attempted, the balloon clearly had extravasation in the distal aspect suggestive of a puncture hole in the balloon. The device was received and inspected. The device was a 6 mm x 38 mm covered stent delivery system. The stent was not returned. The balloon appears to have opened the stent on the proximal end as signs of positive pressure were noted. The distal end of the balloon did not open. Upon inspection of the balloon there was an extremely large hole in the distal balloon cone. The failure mode shows a radial tear as well as a longitudinal tear and the balloon material had been lifted up. A balloon with such a large hole would be very obvious within the manufacturing process and would not have passed the post stent crimping leak test. Based on the review of the returned device, the complaint can be confirmed as there is a large hole in the balloon however, we cannot confirm that the device left the site of manufacture in this condition. Based on the condition of the balloon it appears as if the balloon came in contact with something sharp such as a fixation barb. The treo device used in this case does have fixation barbs. The review of the device history records shows that there were no ncr's or non-conformances related to the complaint and all quality and performance criteria were met. There is no evidence to suggest that the rupture of the balloon is related to the manufacture, process, material or design of the device. A recurring lot number query was conducted for l/n 800065 and there have been no other complaints associated with the production lot of finished goods. A historical review of CAPA and ncrs was completed, which did not identify any issues directly related to this complaint. A complaint history review did identify several related complaints involving balloon burst, which were associated with procedure complications that resulted in the rupture of the balloon of the catheter. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. Based on the information provided in the complaint, the review of the returned product and device history records review there is no evidence to conclude that the device was faulty or manufactured improperly. In this regard the root cause is impossible to define however, the reporter of this event suggests the balloon was punctured which most likely occurred as the catheter was used in conjunction with an endograft that has very sharp fixation barbs.

Event description:
N/a.